Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that catheter fracture occurred. A 135/10 renegade¿ hi-flo¿ kit was selected to treat the target lesion. During unpacking, the physician pulled out the catheter from the protection box and noted that the device was fractured less than 15cm from the connection of the hub and catheter. No patient complications were reported and the patient's status is fine. However, device analysis revealed that the shaft was found to be broken at 18.3cm from the hub.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. A visual examination was performed. A break in the shaft of the catheter was found at 8.7 cm from the hub. The braid was exposed from 8.7 cm from the hub up to 9.5 cm from the hub. The shaft was also found to be broken at 18.3 cm form the hub and the braid was exposed from 18.3 cm from the hub up to 32 cm from the hub. The shaft was found to be stretched from 6.0 cm from the hub up to 8.7 cm from the hub. The dispenser hoop was flushed and the catheter was removed with no resistance. No defects on the catheter were noted. The hub was found intact. A coating confirmation test was performed and revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).